Event description:
It was reported that on (B)(6) 2026, a 25mm epic valve was chosen for an aortic valve replacement (avr) surgery. During procedure, the bioprosthetic valve obstructs the coronary ostium. The valve got explanted and a replacement valve was implanted while the patient was still on bypass. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.